Event description:
During the patient's procedure it was noticed that the sizer was leaking during the case. The sizer was removed from the sterile field and saved. Another sizer was used for the procedure.